Manufacturer narrative:
Per the instructions for use (IFU), mechanical failure of delivery system is a potential risk of the tavr procedure. The edwards commander delivery system was returned to edwards lifesciences after being used in the procedure. Delivery system was returned with the full loader assembly on the flex shaft and still fully inserted through the esheath.  The delivery system was visually inspected, and the balloon burst was confirmed. The burst occurred radially and appeared to originate from the proximal taper region of the inflation balloon. Some balloon material also appeared to be missing. The spring also appeared to stretch out in an accordion fashion. A kink on the balloon shaft due to packaging. Some flex tip gouges. The esheath was fully expanded as designed. No linear tear but there was some delamination on one side length 0.5¿ about 4¿ from tip. Due to the condition of the returned device (burst balloon) no functional testing could be performed. The complaint was confirmed through visual inspection. Single wall thickness of the inflation balloon was measured. A thin wall could leave the balloon more susceptible to bursts/separation and may be indicative of a manufacturing non-conformance. The balloon single wall thickness at all measured locations were within specification. A review of edwards lifesciences risk management documentation was performed for this case.  The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time.  The delivery system was visually inspected again after device decontamination, and along with the confirmation of the balloon burst it was also confirmed that there was some portion of the balloon missing from the complaint unit. Review of manufacturing mitigations, dimensional measurements (the balloon wall thickness was within specification), and device visual inspection did not indicate any manufacturing non-conformances contributed to the reported event. An in-depth evaluation regarding complaints and clinical data for balloon bursts has been documented in a technical summary written by edwards lifesciences. In this technical summary, it was found that patient factors, such as annular calcification, can present a challenging anatomy for balloon inflation leading to burst and subsequent event of balloon separation. While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressures, calcified nodules in the annulus can compromise the structure of the balloon wall even at low inflation pressures. This can occur due to mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. As reported by the complaint site, no bav was performed and the patient had mild calcification in the native annulus. As such, based on the analysis, patient factor (aortic annulus calcification) may have contributed to the reported event. The technical summary additionally demonstrated that there were no deficiencies in the IFU/training manuals and that the mitigations in place during manufacturing support that it is unlikely that a manufacturing non-conformance contributed to the complaint. It should be noted that these mitigations (from the IFU and training manual and the manufacturing process), as identified in the technical summary, are still in place. Once the inflation balloon burst, the profile of the balloon would have been altered. This would have created difficulty in withdrawing the delivery system, as the burst balloon could have been caught on the tip of the sheath. Furthermore, additional device manipulation could have been applied to counter the difficulty retrieving the delivery system which may have resulted in the observed balloon separation. As such, available information supports that patient (annular calcification) and procedural factors (withdrawal of a burst balloon) likely led to the events. There is no evidence of device malfunction or manufacturing non-conformance.  Since the occurrence rate did not exceed the april 2019 control limit for the applicable trend categories, neither product risk assessment (pra) escalation nor corrective action is required.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
UDI (B)(4). The device was not returned for evaluation as it was discarded by the site. Per the instructions for use (IFU), balloon rupture and balloon separation following balloon rupture are potential risks of the tavr procedure. The physician training manuals recommend that the user not use excessive force when removing the balloon if the inflation balloon bursts during deployment. Transcatheter delivery balloon burst complaints have been previously investigated by edwards and documented in a technical summary written by edwards lifesciences.  A detailed root cause analysis revealed that it is very unlikely that a product defect contributes to this type of event. There are extensive manufacturing inspections in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing performed to every manufactured lot). The thv delivery system balloons are subject to increased risk of burst due to contact with a highly calcified annulus. The ¿annulus¿ may refer to a patient¿s native annulus (in the aortic, pulmonic, mitral, or tricuspid position), or a previously implanted thv, surgical valve, or ring in the aortic, pulmonic, mitral or tricuspid position. Analysis revealed that these types of ruptures are typically caused by puncture from calcium on the annulus when the inflated delivery system balloon comes in contact with the calcification at full inflation/deployment. In addition, the balloon burst increases the possibility of an obstacle (i.e. Patient's anatomy or sheath tip) interfering with retraction of the balloon/balloon material. The physician training manual provides the following instruction: if the inflation balloon leaks or bursts, do not use excessive force when removing the balloon. In this case, per report the balloon ruptured due to calcification. The withdrawal difficulty may been related to procedural factors (retrieval of ruptured balloon). The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Manufacturer narrative:
(B)(4). Investigation is ongoing.

Event description:
As reported by our affiliates in (B)(4), during deployment of the 23mm sapien 3 valve by tf approach in aortic position, the commander delivery system balloon burst. No bav was done prior. During removal, difficulties were encountered to retrieve the balloon back into the esheath and a surgical cut down was needed to get the devices out. Afterwards the sapien 3 valve was post dilated and then had a good result. No further patient injury occurred. As per medical opinion, the balloon ruptured due to calcification.